Event description:
The customer reported that the system would not complete the boot up process and an alarm sounded. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor computer connections were checked. The software was updated. The system was tested and found to be working as intended and put back into service.